Manufacturer narrative:
The results of the investigation are inconclusive since the lead and the device were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the right ventricular channel. The device was reprogrammed and the patient was in stable condition. Related manufacturer report number: 2938836-2017-32269.